Event description:
It was reported an occlusion alarm occurred, which caused the customer's blood glucose level to reach 951 mg/dl the customer went to the emergency room and was subsequently hospitalized. The customer addressed the high blood glucose by delivering a correction bolus via the pump. To resolve the issue, the customer changed the infusion set and cartridge. The customer was treated with intravenous fluids of saline, insulin and potassium. The customer was released a few days later with issue resolved and pump working.